Manufacturer narrative:
The manufacturer received a report of a slush drape leaking during a surgical procedure. At the end of the case, fluid was observed pooling on the warmer side of the drape. Inspection revealed a section of the drape appeared melted or thinned, which was not noticed during setup. The procedure was completed without delay, and no patient injury occurred. The investigation confirmed the reported condition based on customer information. No sample was returned, and the defect could not be replicated. Device history records were reviewed, and no nonconformances were identified. Manufacturing processes, equipment, materials, and environmental conditions were assessed and found compliant. No changes or issues were identified that could contribute to the reported condition. The root cause could not be determined due to limited information. The event appears isolated, and risk assessment concluded a low risk level.

Event description:
It was reproted that at the end of the surgical procedure, fluid was observed pooling on the warmer side of the slush drape. Upon inspection, a section of the drape appeared melted or thinned, which was not noticed during setup. The leak allowed saline and surgical contents to collect in the warmer. No patient injuries, infections, or complications were reported.